Event description:
The hcp was unable to recharge the implantable neurostimulator and it was replaced. The patient outcome was reported as 'normal/successful'. No other clinical date was provided. A follow-up will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. In 2008, the implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.